Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's personal diabetes manager is not charging and is very hot.